Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, abnormal colors such as solid red or solid blue or blackout were not confirmed. However, it was determined that the product was likely used without completely cooling it down after autoclave, which resulted in a solid red image, a solid blue image, or blackout temporarily. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿after using this instrument, reprocess and store it according to the instructions given in the camera head¿s companion ¿reprocessing manual¿. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the hd 3cmos autoclavable camera head image is red/blue and blacks out. The event occurred during preparation for use, prior to a therapeutic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.